Event description:
During the preparation for use, the user found that the endoscopic image was not displayed and the error message was displayed as "communication error". There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could not confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the ccd unit, the circuit board inside the scope connector, or the video system center. If significant additional information is received, this report will be supplemented.